Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.